Event description:
It was reported through the australian perfusion improvement reporting system (pirs), that it outlined 3 incidents involving eurosets oxygenators. Incident 2: during the initial clear prime of a new circuit, a leak was again identified at the same location as in the first incident. The circuit was discarded prior to patient use.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.